Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the handle confirmed the presence of a break in the coating. Further visual inspection of the shaft confirmed the presence of a burn in the insulation in the distal tip area. The probable root causes for the break in the coating are: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization and/or normal wear and tear. The probable root causes for the burn in the insulation are: electrical arching from the metal shaft to a conductive object caused by fractures in the insulation and/or the device coming in contact with a cauterizing instrument. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation of the device was compromised.